Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mic4034; pkbbchq0 number, and no non-conformance's were identified. Investigation summary: it was reported that: clip hold error. The analysis results of the mic4034 reload (f) was received with 2 clips loose. However, the clips were out position inside of the cartridge as if tried to loaded the clip, make the reload nonfunctional. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the condition of the clips, the reported complaint was an external cause as improper handling. Investigation summary: it was reported that: clip hold error. The analysis results of the mic4034 reload (e) was received with only one clip loaded with no apparent damaged. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the clip as intended. The clip was form as intended and conforming to our manufacturing requirements. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The clip performed without any difficulties noted. Note: events reported via mw 2210968-2020-02506, 2210968-2020-02509, 2210968-2020-02510, 2210968-2020-02511, 2210968-2020-02512.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture clips were used. During the procedure, the clips did not hold. There were no adverse patient consequences reported.